Manufacturer narrative:
Titan touch pump and reservoir were received for evaluation. No functional abnormalities were noted with the pump. A group of striations, indicating contact with unshod instrumentation, was noted on the bladder of the reservoir. This is a site of leakage. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separation in the bladder of the reservoir occurred after the device packaging was opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, it was concluded that the separation most likely occurred during or after explant. This separation is not associated with the cause for failure. The information received indicated the device was not able to be refilled, but because no functional abnormalities were noted with the returned components besides instrument damage, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device required replacement due to difficult inflation. The pump did not refill when the doctor pressed on it. The doctor tried different things to get the pump to work but was not successful. The doctor called other providers who implant for their suggestions, but the pump still does not refill. The device remains implanted and surgery is scheduled for a future date. No other adverse patient effects were reported.